Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented after receiving a patient notifier. The right ventricular lead was found to have had a jump in low voltage impedance that more than doubled the impedance. The high voltage impedance was stable. Lead replacement was discussed but not performed.